Manufacturer narrative:
(B)(4). This lot was manufactured between 07/25/2014 and 08/01/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. The reported problem could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was partially outside of the minicap. This was noted prior to performing peritoneal dialysis therapy. There was no patient involvement. No additional information is available. This is report 28 of 28 for this event.